Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Patient reported left side "pain and hardening of the breast and lymph nodes". Radiologist confirms "silicone flakes in the lymph, rupture of the left implant. Severe pain, hardening of the chest". Device remains implanted.